Event description:
Additional information reported that the patient presented with cardiac arrhythmia on (B)(6) 2021. The patient began inotropic therapy (B)(6) 2021 prior to event but continued to receive up until (B)(6) 2021, for a total of 11 days. Inotropic therapy was greater than 7 days, but less than 14 days so did not meet right heart failure (rhf) protocol definition. Arrhythmia resolved (B)(6) 2021, but inotropes continued until (B)(6) 2021.

Manufacturer narrative:
Manufactures investigation conclusion: the patient remains ongoing on heartmate 3 lvas. No further related events have been reported at this time. A direct correlation between heartmate 3 left ventricular assist system (lvas) the reported event could not conclusively be established through this evaluation. It was reported that the patient experienced atrial fibrillation (afib) with rapid ventricular response (rvr) on (B)(6) 2021, with rates up to 170 beats per minute (bpm). There was a slight decline in heartmate flows from 4.9 to 4.4 liters per minute (lpm) due to heart rate (hr) spikes. It was possibly contributing to right ventricular (rv) dysfunction. The patient was given intravenous (IV) antiarrhythmic medication on that day. However, afib with rvr continued on (B)(6) 2021, with a heart rate greater than 180 bpm. Flows continued to decrease to 3.5 lpm. The patient was given additional IV antiarrhythmic medication to convert to normal sinus rhythm (nsr). The patient¿s pulsatility index (pi) decreased and the patient¿s rv function improved. The issue reportedly resolved on (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and notes that changes in patient conditions can result in low flow. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with atrial fibrillation (afib) with rapid ventricular rate or response (rvr); with rates up to 160-170 basic metabolic panel (bmp) documented on (B)(6) 2021. Slight decline in heartmate flows from 4.9 to 4.4 lpm due to hr spikes. Possibly contributing to right ventricle (rv) dysfunction. The patient was given digoxin intravenous (IV) once on (B)(6) 2021. Afib with rvr continued on (B)(6) 2021 with rate greater than 180 bpm and decreases heartmate 3 flows down to 3.5 lpm. The patient was given IV amiodarone and amio infusion on (B)(6) 2021 to convert to normal sinus rhythm (nsr). Epi and dba dosage were decreased while in afib on (B)(6) 2021. Type of treatment included inotropes and the event reported to have resolved on (B)(6) 2021 with out sequelae. The patient¿s pulsitile index (pi) decreased. Rv function improved. No additional information provided.